Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a loss of feeling in the toes in (B)(6) 2017 that eventually spread to the legs and waist. The patient did undergo an ipg revision for pain at the ipg site on (B)(6) 2016 (please see MFR. Report #: 1627487-2016-06214), but later underwent scs system explant due to an infection at the ipg site on (B)(6) 2018 (please see MFR. Report # 1627487-2018-07193). During the explant, the physician opted to also remove some bone around the buttocks/hip area near the ipg site. The patient currently is unable to walk, and believes the infection and the explant surgery caused her issue.

Event description:
The patient stated she is walking better but now uses a walker.